Event description:
The field service representative was visiting the customer when they alleged they received a questionable ammonia result for one patient on their c501 analyzer. The patient's initial ammonia result was 49.1 umol/l. The customer stated they had been getting questionable ammonia results since last year and had been measuring patient samples in duplicate. The patient's repeat result was 82.6 umol/l. It was unknown if either result was reported outside the laboratory. There were no reports of any adverse events. The ammonia reagent lot number was 670163 and the expiration date was (B)(6) 2014.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The customer stated they had another discrepant ammonia result for one patient. The initial ammonia result was 0.0 umol/l. The first repeat result was 12.2 umol/l. The second repeat result was 31.6 umol/l. It was unknown if the discrepant result was reported outside the laboratory. No adverse events have been reported. A definitive root cause could not be determined. The reaction kinetics of the first discrepant result were evaluated and it was determined more sample was pipetted during the repeat test, leading to the higher result. This could either be caused by an issue with the sample probe or a pre-analytical issue. The field service representative went on site. He replaced the sample probe. After the maintenance visit, the situation has improved.